Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2016. Reportedly, the patient was under 2 years of age and calibration was not performed after the inaccuracy, bg values were not entered promptly, and calibration was performed while the receiver displayed the error reading symbol. No additional event or patient information is available. Data was provided, however there was no data available for the time period between the date sensor was inserted and the date of issue. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.